Event description:
On (B)(6) 2009, the pt reported he received an e7 (electronic error) followed by an e8 (power interrupt) on his insulin device. The pt stated he received the e7 and changed to a different brand of battery and his device displayed an e8. He was not able to clear the error. The pt was instructed to remove and reinsert a new battery but the e8 displayed again and he was unable to clear it. The pt confirmed the battery he was using was a 1.5v alkaline. He stated his device has gotten wet from sweat as he works in extreme heat. He went through a metal detector on (B)(6) 2009, and hand wand was used. He was advised to avoid hand wand use. The pt switched to his backup infusion device. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.